Manufacturer narrative:
Analysis identified residue in the motor gear train and wearing on the upper/lower shaft of gear number one/two (or the rotor). If information is provided in the future, a supplemental report will be issued.

Event description:
Pump and catheter returned with no information.